Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery became completely depleted and it was noticed it recorded both code 1004 and 1007, message indicators related to a shorted right ventricular (rv) lead circuit and shocking capacitors that are not charged to the programmed voltage 45 seconds after the start of charging. Reportedly, the rv lead impedance did not go out-of-range. Due to these issues, the patient received tachy therapy that could not convert the arrhythmia and external shocks had to be delivered. Technical services recommended to replace this ICD as soon as possible as the patient's critical therapy is no longer guaranteed, indicating this device is certainly damaged. Subsequently, this ICD was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Corrected field: e3 (occupation) - corrected from "physician" to "other health care professional" upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory found a shorted lead error code 1004 and a shocking capacitors long charge time error code 1007, had been recorded. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of a shock into a low resistance path that resulted in the shorted lead error. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. This type of damage is deemed due to the environment outside of the device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) battery became completely depleted and it was noticed it recorded both code 1004 and 1007, message indicators related to a shorted right ventricular (rv) lead circuit and shocking capacitors that are not charged to the programmed voltage 45 seconds after the start of charging. Reportedly, the rv lead impedance did not go out-of-range. Due to these issues, the patient received tachy therapy that could not convert the arrhythmia and external shocks had to be delivered. Technical services recommended to replace this ICD as soon as possible as the patient's critical therapy is no longer guaranteed, indicating this device is certainly damaged. Subsequently, this ICD was explanted, replaced, and returned for analysis. No additional adverse patient effects were reported.